Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. The longevity of the pacemaker had dropped from 14 years to 4.5 years over a period of one year. For now, no changes were made and the pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. The longevity of the pacemaker had dropped from 14 years to 4.5 years over a period of one year. Surgical intervention was later performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.